Event description:
(B)(6). "Date of event" best estimate is (B)(6) 2010; follow-up 1: new information indicates explant was (B)(6) 2010. As reported to coloplast, a patient experienced vaginal erosion of the device. There was sling erosion of the right vaginal fornix "cul de sac". The part of the sling located in the vaginal erosion has been excised. Follow-up 1: after implant, patient was re-examined in (B)(6) 2008. At this time, she did not have any stress urinary incontinence, but she had a few urinary urges which were treated with ditropan. Between (B)(6) 2010, she had blood flow for 3 months then dirty flow. In (B)(6) 2010, a sling erosion was discovered. There was sling erosion of the right vaginal fornix "cul de sac". The part of the sling located in the vaginal erosion has been excised. The rest of the strip was left in position because there was infection. The patient left the hospital quickly and has not been reexamined in consultation. Tape replacement is desired.

Event description:
(B) (4). "Date of event" -- (B) (6) 2010. As reported to coloplast, a patient experienced vaginal erosion of the device. There was sling erosion of the right vaginal fornix "cul de sac". The part of the sling located in the vaginal erosion has been excised.

Manufacturer narrative:
The excised device has thus far not been received, so no evaluation could be performed. Vaginal erosion, extrusion, dehiscence and infection are known complications associated with the use of both synthetic and autologous/donor tissue pubo-vaginal slings for treatment of urinary incontinence. Surgical technique variables and a history of previous or concurrent uro-gynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppression, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events. Follow-up 1: the excised sling was returned for evaluation; however, because examination may not conclusively confirm or disprove the reports of erosion & infection, coloplast accepts the physician's observations of such as the reason for surgical intervention.

Manufacturer narrative:
The excised device has thus far not been received, so no evaluation could be performed. Vaginal erosion, extrusion, dehiscence and infection are known complications associated with the use of both synthetic and autologous/donor tissue pubo-vaginal slings for treatment of urinary incontinence. Surgical technique variables and a history of previous or concurrent uro-gynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppresion, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events. Device not returned.